Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver tumor ablation and after the puncture, the water circulation was blocked. They replaced the product to resolve the issue. There was no patient injury.